Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2010, clinical status assessment identified the patient's qualifying condition as stable angina (ccs class 3) and the patient was referred for cardiac catheterization. The long target lesion was located in the mid right coronary artery (mid rca) extending to distal rca with 75% stenosis and was 32mm long with a reference vessel diameter of 3.5mm. The physician treated the lesion with pre-dilation and placement of a 3.50x32mm promus element stent, with 0% residual stenosis following post-dilation. A grade b dissection was noticed distal to the target lesion, and therefore a second 3.50x12mm promus element stent was placed. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).